Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were seeing a thermometer screen while recharging. It was reported that there was persistent thermometer icon indicated on the screen. The patient reported that there was problem getting the ins recharger to connect to the implant. The patient reported that there was still some swelling because it¿s sore and it has been sore since implant. The patient reported that it is getting better. During the report, the patient attempted to charge and got a reposition antenna screen with zero coupling boxes filled in. A new ins recharger antenna was requested to be sent to the patient to see if that will resolve the coupling issue. The patient reported that they cannot get the ins recharger to charge the ins at all. It was reported that the patient had a successful charging session at post op visit. It was reported that ins was at discharge. The patient reported that they received the new ins recharger antenna but they were still having trouble charging. The patient reported that they had no coupling bars and after charging for 1-1.5 hour, the recharger overheated and showed a thermometer. The patient was instructed to try antenna locator a few times during the report and the patient got all 8 coupling bars and the ins charge level was showing half full to three quarter. The patient was ordered an adhesive disc. The coupling bar issue was resolved during the report.